Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose readings and a faulty reservoir. The customer's blood glucose reading was over 400 mg/dl. The customer treated for the high blood glucose readings with a manual injection. The customer stated that the pump alarmed while she was at the movies. The customer stated that the alarm was resolved by a complete set change. The customer will return the set and reservoir for analysis. The customer stated that the alarm occurred during manual prime. The customer was not able to troubleshoot during the time of call. The customer was unable to determine the cause of the issue. The customer will be sent a replacement set and reservoir.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected the snap-cap and septum for anomalies and none were found. Ran occlusion testing, and no occlusions were noted.